Event description:
It was initially reported on (B)(6) 2011 that the pump alarm was heard and confirmed by telemetry. The alarm was due to a low reservoir volume. The hcp planned to have the pt come in to the clinic on (B)(6) 2011 for a refill. It was later reported the pt "ran out of baclofen in his pump." The pt did not come to a scheduled appointment for a refill, it was noted the pt was afraid to miss work. As of (B)(6) 2011, the pt took 100 mg of oral baclofen x 3 doses. The pt was in the ed on (B)(6) 2011. At that time, the pt was agitated, jittery, and sweating. The pt vomited after taking his last dose of oral baclofen. The pt denied any spasticity, rash or confusion. The symptoms were consistent with baclofen withdrawal. The pump was emergently refilled with 20 mls of baclofen. It was noted that no fluid was present upon attempted aspiration. Following the refill, the pt was to be admitted to the intensive care unit and would have oral baclofen available on an as-needed basis. The pt outcome was reported as serious life threatening injury/illness-recovered without sequelae. The pt's medications as of (B)(6) 2011 included: normal saline with kci 20 meq IV at 100 mls/hr; pepcid 20 mg; lortab 1 tab as needed; zofran IV as needed; colace twice daily; tylenol as needed.

Manufacturer narrative:
(B)(4).